Event description:
It was reported that bd needle eclipse 25x5/8 - safety mechanism failure. Material#: 305759. Batch#: 4250308. It was reported by customer that safety lock on needle did not secure leaving sharp exposed and when disposing needle in sharps container poked employee through gloves into thumb producing blood.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issue of safety mechanism failure was not confirmed upon inspection of the photos. From the returned photo, the safety shield was observed to be engaged and securely locked into the hub, indicating that the safety mechanism was properly activated. Hence, the cannula was found to be slightly bent, which resulted in partial exposure. Current control is an in-process visual inspection for broken cannula catch/cannula lock pin in the eclipse safety shield molding process. There is also a dimensional measurement for hub hook inner diameter during the eclipse hub molding process. There is and in-process visual inspection for damaged pivot pins at the assembly and packaging process. There is also a daily functional test in place to check for activation/locking force. Per the instructions for use (IFU), it is recommended that for safety activation: 1. Center your thumb or forefinger on the textured finger pad and push the safety cover forward over the needle until you hear or feel it lock. Visually confirm that the needle is covered. 2. Only use the wide textured finger pad area to activate the safety cover. The physical sample was not returned so the root cause could not be determined. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.